Event description:
Additional information received indicated that patient underwent surgical intervention, and it was visibly seen that both leads were fractured. Both the leads were explanted and replaced thereby restoring effective therapy

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the bilateral s1 leads had high impedances. In turn patient had ineffective therapy and the system was unable to be placed in MRI mode. As such surgical intervention is awaiting to address the issue.